Event description:
It was reported that the pcu alarmed "defective battery" while being used in an ambulance. There was patient involvement but no harm. Customer has been informed that the bd alaris¿ system has not been tested or evaluated for use in motor vehicles or aircraft. Per report, hospital's third-party servicer will perform testing and the devices will not be returned to bd for investigation. Bd has learned additional information. It was reported that the pcu does not have any missing or loose screws/washers. The battery reportedly is OEM (original equipment manufacturer). The manufacture date was "december 9-15, 2018," per customer and the last battery conditioning test was completed on 19 june 2023.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pcu alarmed "defective battery" while being used in an ambulance. There was patient involvement but no harm. Customer has been informed that the bd alaris¿ system has not been tested or evaluated for use in motor vehicles or aircraft. Per report, hospital's third-party servicer will perform testing and the devices will not be returned to bd for investigation. Bd has learned additional information. It was reported that the pcu does not have any missing or loose screws/washers. The battery reportedly is OEM (original equipment manufacturer). The manufacture date was "december 9-15, 2018," per customer and the last battery conditioning test was completed on 19 october 2023.